Event description:
A company rep reported the pt was in the hosp from (B)(6) 2012 - (B)(6) 2012 to start infusion device therapy. The infusion set was changed on the second day, and the pt's blood glucose elevated to 376 mg/dl afterwards. A nurse checked the infusion set and noticed the luer was separated from the tube. The pt did not require treatment from a healthcare professional or second party to address the issue. The infusion set was requested for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.